Event description:
The patient injured their back and required a laminectomy at l4/l5 which was completed in 2002. A medium hemovac drain was placed at the site deep in the fascia. Subcutaneous tissues were closed with size 0 and size 2-0 sutures. The wound was then closed with staples and a dressing was applied. The patient returned to their physician 4 weeks later with pain at the surgical site. Pt was treated with antibiotics and analgesics. Eleven days later, some spitting of the suture was noted. Four months later, an MRI revealed that a screw/rod had come loose at the l3 and l4 levels. An epidural hematoma and epidural abscess were diagnosed from l2, l3 and to a lesser extent to l4. The patient underwent a second laminectomy at l4/l5. The post operative diagnosis was infection resulting from the first procedure: "spinal infection was loosening of the instrumentation and paraspinal abscess across the dorsum of the vertebral bodies." A pocket of pus was found at the cite of the hardware and that was cultured. All hardware was removed. The patient was discharged 4 days later on antibiotics. Pt was treated with kelfex and was reporteldy readmitted at a later date due to continued infection and pain.